Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force on (B)(6) 2015 at 15:28; deliveries resumed at 15:34. On (B)(6) 2015 at 20:49, the pump was manually suspended and manually resumed at 21:37. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no damage found internally. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 637 mg/dl with abdominal pain associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the user had changed the cartridge since the issue started and had used at least 3 separate cartridges from 2 separate boxes. It was also reported that the patient had stage 5 renal failure. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.